Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp mains installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis also found that the instrument's grip cable was frayed at the distal idler pulley. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, it was observed that the cables at the tip of the tip up fenestrated grasper instrument was broken and subsequently was not used on the patient. There was no report of any patient harm, adverse outcome or injury involving the reported instrument and there was no report that any fragments from the instrument fell into the patient during a surgical procedure.